Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301942 lot 1811193 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that a "rupture" was noticed in the bd¿ syringe before use when giving the patient a "nebulizer". The following information was provided by the initial reporter, translated from chinese to english: "the nurse noticed a rupture in the syringe when she was giving the patient the nebulizer".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "rupture" was noticed in the bd¿ syringe before use when giving the patient a "nebulizer". The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse noticed a rupture in the syringe when she was giving the patient the nebulizer".